Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 3(4) multiple times, single system error 3(2), large helium leak, purge failure". Additional information received stated that "[clinician] called the hotline with the complaint of some alarms he had never seen. Purge failure alarms related to helium tank turn off. Single system error 3(2) alarm and said they were pushing a lot of things on the screen trying to get the pump running". Futhermore, it was reported that they exchanged the pump after "having multiple system error 3(4) alarms, central lumen capped off, used radial a-line for fos map cal". No patient injury, harm, or consequence reported. No medical intervention performed.

Event description:
It was reported "system error 3(4) multiple times, single system error 3(2), large helium leak, purge failure". Additional information received stated that "[clinician] called the hotline with the complaint of some alarms he had never seen. Purge failure alarms related to helium tank turn off. Single system error 3(2) alarm and said they were pushing a lot of things on the screen trying to get the pump running". Futhermore, it was reported that they exchanged the pump after "having multiple system error 3(4) alarms, central lumen capped off, used radial a-line for fos map cal". No patient injury, harm, or consequence reported. No medical intervention performed.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed, and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. Pumping was initiated. A grinding noise was noted from the pump assembly and the pump alarmed high baseline (1) approximately 11 minutes after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the grinding noise noted. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of multiple alarms is confirmed. The pump alarmed a high baseline during the complaint investigation. A griding noise was noted from the pump assembly consistent with a motor/lead screw malfunction. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the motor/lead screw malfunction. The root cause of this complaint is undetermined. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "system error 3(4) multiple times, single system error 3(2), large helium leak, purge failure". Additional information received stated that "[clinician] called the hotline with the complaint of some alarms he had never seen. Purge failure alarms related to helium tank turn off. Single system error 3(2) alarm and said they were pushing a lot of things on the screen trying to get the pump running". Furthermore, it was reported that they exchanged the pump after "having multiple system error 3(4) alarms, central lumen capped off, used radial a-line for fos map cal". No patient injury, harm, or consequence reported. No medical intervention performed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. Per service database, the iabp has not had performed servicing since 29 sep 2022. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.